Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was observed to have an unknown failure. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. No part(s) or pieces from distal end of the instrument fell into the patient's anatomy. The instrument was replaced and procedure was continued. The patient was not injured and the procedure was not significantly delayed.

Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.